Event description:
Device malfunction: stent dislodged off stent delivery system. Symptoms/ae: stent deployed in unintended site. Time of malfunction/ae: during the procedure. It was reported that during an interventional procedure in the superficial femoral artery (sfa), the omnilink stent was positioned at the target lesion but it was found to be too short to cover the entire lesion. A decision was made to withdraw the stent delivery system to use a longer stent. During withdrawal, the omnilink stent dislodged in the common iliac artery from the stent delivery system. It was decided to permanently implant the stent in the common iliac artery. A second stent was used to complete the sfa stenting procedure. Reportedly, the target lesion was described as heavily calcified. There were no adverse pt sequelae. Though requested, no additional info is available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the balloon was tightly folded and had not been inflated. There were visible stent grip marks, scratch marks, and pillowing on the balloon at the proximal and distal ends. The observation suggest that the stent dislodged from the balloon. Possible contributing factors include but are not limited to, inadequate stent crimping during manufacturing, interaction of the stent with the accessory devices, excessive amount of force applied to retract an undeployed stent into the guiding catheter, pt anatomy morphology and lesion characteristics. A review of the reliability engineering testing data for this lot found that the stent securement data exceeded the specification limit. In addition, all units are 100% visually inspected and dimensionally measured to ensure stent security. No manufacturing issues were detected. We were unable to determine a conclusive root cause for the reported stent dislodgement based on the investigative findings; however, it is not believed to be related to a quality issue. A review of the device history record for this lot did not produce any findings relevant to this report.